Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log did showed evidence of poor pad contact between the electrodes and the patient. The logs indicate that the electrode pads were not connected to the multi-function cable that was attached to the device. The logs also showed that after the case, the device was tested on a simulator. The device displayed an ECG signal and discharged the selected energy. This is an indication that when all criteria were met, the device was capable of delivering therapy. This report has been attributed to improper useability, the multi-function cable was not attached to the electrode pads during use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 49 year olf male patient, the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.